Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply), ps2 power supply and (B)(4) batteries were evaluated and replaced. The system software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.